Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported there was air pushing into the tube during patient use with leakage from the formula but no adverse effect from the patient. Per additional information provided on (B)(6) 2023, the formula appeared to be coming out of somewhere in the tubing attachments inside the pump, she believes it was from the valve and the formula went inside the digital display of the pump at one point.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on july 11, 2023. There were no physical samples or photos received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition or determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. The appropriate staff has been notified of this complaint with the purpose of raising awareness. Not further corrective action is applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.